Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, 6f2 had drawer 3.2 on the main pyxis completely broken. It would not close. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 was completely broken and failed to close. A field service engineer reassembled the broken half height drawer to unload the cubies in utility. The fse removed the damaged drawer and installed a new one. The fse configured and recovered the new drawer, then reinstalled the cubies. Tested the drawer in utility, and the test passed. Customer completed a successful inventory. The system functioned as intended after the field service engineer repaired the device.